Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report he had been experiencing high blood glucose. Blood glucose reading was 297 mg/dl. Troubleshooting was performed. The insulin pump failed to pass the high pressure test. No delivery alarm did not occur as designed during the high pressure test. Advised that the insulin pump will be replaced. Nothing further reported.